Event description:
Patient received an epidural and the anesthesia provider was unable to flush the epidural catheter once it was placed in the patients epidural space. When the catheter was flushed the flush fluid, the fluid exited from the hub that the syringe was attached to. The epidural catheter was pulled and the patient was prepped and draped for a second placement. FDA safety report ID # (B)(4).